Manufacturer narrative:
According to the customer on (B)(6) 2024," urine was leaking from the urethra after a newly placed 16fr silicone catheter was inserted in the emergency department. A new 18fr catheter was inserted". The customer reported that there was no harm to the patient. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024," urine was leaking from the urethra after a newly placed 16fr silicone catheter was inserted in the emergency department. A new 18fr catheter was inserted".